Manufacturer narrative:
The investigation into the delivery issue has been completed. The impella products were not returned for evaluation. Based on the clinical review, the root cause of the delivery issue was most likely due to patient condition since the vessel size was too small for the device.

Event description:
The user facility reported a 61-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella 5.5 device for mechanical circulatory support. The impella 5.5 pump would not advance past the aortic arch during attempted delivery due to the patient's vessel size and anatomy. Due to the noted resistance, the implant was aborted and the pump was removed from the patient. There was no patient harm.